Event description:
It was reported that when using the bd pyxis¿ medbank mini drawer failed to open when tried to issue a medication (nitrostat .4mg tablet sl), remoting into the cabinet, it was found that the drawers were offline. Customer stated that the banner appeared just as the remote session began, drawer connection was checked and confirmed to be present. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist (tss) remoted into the cabinet and found drawers were offline. Customer noted the banner appeared as the session began. Verified drawer connection was present. Reset the application and checked power management settings while the application was loading, but drawers remained offline. Adjusted settings and re-saved, then rebooted the cabinet. After reboot, drawers came back online. Tested drawers and confirmed that opened properly. Customer attempted to issue medication and was able to dispense successfully. The system functioned as intended after the technical support specialist troubleshot the device.